Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: january 17, 2017 ¿ january 18, 2017. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was identified with a small volume folfusor. The reporter stated that the infusion stopped 28 hours before the expected infusion time of 48 hours. The folfusor was filled with 3300 mg of 5fu and diluted with 3 ml of nacl. The fill volume was 99 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.